Manufacturer narrative:
Isi received the device involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the customer reported failure mode. However, the error/fault was confirmed via error logs/system logs. Suj had experienced error 22001, which was related to primary suj pot limit errors at axis 3. The axis 3 pot and axis3 pot extension cable will be replaced as a precaution. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da-vinci assisted surgical procedure, the system displayed a recoverable error code 22001. The intuitive surgical, inc.(isi) technical support engineer (tse) instructed the customer to exercise the arms, remove the instruments and scope and restart the system but the issue persisted. It was determined that the issue was related to the error 22001 the system had generated prior to the start of the procedure. At that time, the surgeon made the decision to use laparoscopic instruments, in the robotic ports, to complete the procedure. There was no report of patient harm, adverse outcome or injury. On 04/20/2017 isi followed up with the site and obtained the following additional information: at the start of the procedure the surgeon stated that the orientation of the images was reversed. The customer then contacted the isi tse once again but the issue could not be resolved. At that point, the surgeon used the laparoscopic instruments in the robotic ports and trocars and completed the procedure without issues. It was also confirmed that the transition to laparoscopic instruments was effortless with no impact to the patient. An isi field service engineer (fse) was dispatched to the facility but was unable to reproduce the reported failure, however, did confirm the issue in the system logs. The fse replaced the set up joint (suj) to resolve the issue. The suj allows for the positioning of the system's manipulators.